Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. Customer was treated with 4 glucose tablets. Customer declined troubleshooting on pump for low blood glucose because he thinks he may have given too much insulin for dinner. The customer stated the drive support is ok and insulin pump was not damage.